Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was selected for use. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).